Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 11/25/2015 - litigation papers allege the patient began to notice pain and discomfort in his left hip area and eventually his surgeon decided that the hip needed to be surgically removed and replaced.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (2/17/2017) pfs and medical records received. After review of the medical records for MDR reportability, alleges pain, discomfort, limited rom and adls, hip stiffness, severe limp, pain w/ walking, stair climbing, and sitting for long periods, cellulitus of left leg, black and blue marks on both legs, difficulty sleeping--must sit upright on couch to sleep. Revising surgeon indicated on (B)(6) 2014 that MRI showed alval, and cobalt and chromium levels were elevated 14.1 and 1.2 respectively, and patient complains of significant pain and discomfort. Operative note stated well-fixed femoral component with observed metallosis and corrosion at head-trunnion junction. There was no corrosion noted with the metal liner, and the acetabular cup was well-fixed and in excellent position. No pseudotumor identified within operative record. Metal ion labs available in record corroborate the diagnosis of elevated metal ions. Prod/lot updated for previously unknown stem. On (B)(6) 2014, 3 weeks post-revision, patient was seen in office and identified erythema around incision and a seroma underneath incision. This was followed in the office and later called a hematoma on (B)(6) 2014.

Event description:
Patient was revised to address corrosion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear. After review of medical record for MDR reportability, patient was revised to address mechanical problems left total hip replacement. Revision notes reported that metallosis and corrosion were noted at the junction of metal head and trunnion.